Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service with an allegation the device was alarming for an internal battery depleted condition. There was no harm or injury reported. The device's downloaded event log was reviewed, and the device's internal battery was found to have 100% charge capacity. The power management board was replaced preventatively. Additionally, during the evaluation of the device at the manufacturer's service center, the device's front panel/keypad was found to malfunction. The front panel/keypad led board was replaced to address the issue. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The device was confirmed the unit operated properly. The power management board and front panel board were evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board and front panel board were functioned as designed and operated without issue or error codes. Box d product brand name and common device name has been updated/corrected in this report.

Event description:
A ventilator was returned to the manufacturer for service with an allegation the device was alarming for an internal battery depleted condition. There was no harm or injury reported. The device's downloaded event log was reviewed, and the device's internal battery was found to have 100% charge capacity. The power management board was replaced preventatively. Additionally, during the evaluation of the device at the manufacturer's service center, the device's front panel/keypad was found to malfunction. The front panel/keypad led board was replaced to address the issue. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The device was confirmed the unit operated properly.